Event description:
This complaint was reported by a customer from france. A delivery issue was reported. As stated in the initial report submitted on 07-apr-2025, the patient was reported to have experienced severe hypoglycaemia. However, the patient's current condition was described as normal. "Intensive glycaemic monitoring until mid-afternoon. Returned to normal in the afternoon of the previous day".

Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: the event log analysis indicates the customer's treatment ended with an empty bag (i.e., possible over delivery). Other treatments performed by the customer using the same treatment parameters successfully ended with no indication of over delivery. Eitan medical requested the pump to be sent for investigation; however, the pump was not provided by the customer. As a result, root cause cannot be confirmed. Conclusion: physical inspection of the pump is required to confirm the root cause. Should the pump be provided by the customer, a subsequent report will be submitted with the pump's inspection results. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from france. A delivery issue was reported. As stated in the initial report, the patient was reported to have experienced severe hypoglycemia. However, the patient's current condition was described as normal ("intensive glycemic monitoring until mid-afternoon. Returned to normal in the afternoon of the previous day.")

Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log and inspected the pump's DHR. Investigation findings: the event log analysis indicates the customer's treatment ended with an empty bag (i.e., possible over delivery). However, other treatments performed by the customer using the same parameters successfully ended with no indication of over delivery, and the pump's DHR indicates the pump successfully passed an accuracy test after the indicate date. Conclusion: no manufacturing or quality issues that could have caused or contributed to this complaint were identified. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Manufacturer narrative:
This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
The complaint was reported by a customer from france. Delivery issue.